Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and a bolus was delivered to address bg. During troubleshooting, customer reported not to have completed the fill tubing/cannula step during the loading process. While filling the cartridge, insulin drops were not observed to be exiting the cartridge tubing. The cartridge was changed to address the issue and insulin delivery was resumed. Reportedly, customer was using fiasp insulin in the cartridge.